Event description:
It was reported that the plastic tip of the device broke off during surgery and was left in the patient.

Manufacturer narrative:
(B) (4). The distal tip of the obturator was broken off and the fractured edge was jagged. It is unknown how this damage occurred. No signs of damage could be found on the remainder of the returned catheter passer. A review of the manufacturing records showed no anomalies.